Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted and replaced..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, a sleeve was used to implant the lead. However, the sleeve moved and eventually ended up in the lung. A second procedure was required to remove the sleeve using a balloon catheter. The lead is still in use. No further patient complications have been reported as a result of this event.